Event description:
One day post-implant, it was observed that the lead was too straight, no possibility for lead movement. The lead was explanted when an attempt to reposition the lead was unsuccessful.

Manufacturer narrative:
The field experience was confirmed. Mechanical and visual analysis found the helix clogged with body fluid/tissue and could not be extended. After destructive analysis and cleaning, the helix was found to function normally from short length of the lead. The electrical characteristics of the lead were found to normal.